Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. During internal tests it was revealed that there is a risk of using the vantage radiolucent starburst adapter ½" in combination with imris head rest clamp. This could lead to insecure fixation of the patients head and if the connection breaks it could result in neck injury. To date, no customer incidents have been reported, and no similar cases have been identified involving the imris or mayfield headrest clamps. The risk associated with using an incorrect starburst adapter has already been identified in the existing risk analysis.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
During internal testing it was found that the radiolucent mayfield starburst adapter can be attached to the imris or arm, however it does not given a strong enough attachment and therefore presents a risk for the patient. The risk is that the head may come loose during treatment.